Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had no sequela after the procedure. The returned guidewire had its coil unraveled at the middle solder (located at 40mm form the tip) and elongated for approximately 350mm in length. The inner coil wire was exposed and fractured approximately 40mm distal to the middle solder. The fracture site of the inner coil wire was observed under a microscope. It revealed that the innermost core wire was exposed and fractured approximately 3mm distal to the inner coil wire fracture. The inner coil wire as well as the core wire were twisted and showed a vestige of fracture due to accumulated torsion. Distal portion of the guidewire was observed. Both inner coil wire and core wire were twisted and fractured at approximately 4.5mm from the tip. This finding suggested the inner coil wire and the core wire were fractured due to accumulated torsion. Elongation of the coil wire started at approximately 3.5mm from the tip. A ball tip was attached at the distal end of the coil wire; the coil wire remained unfractured. By measuring the parts of the guidewire, it was concluded the entire guidewire wire was returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that excessive torsion exceeding the product's design limit might be inadvertently applied to the guidewire while its tip was trapped by the heavily calcified cto lesion. When the accumulated torsion reached to the material strength, it caused the inner coil and the core wire fractured. Elongation of the coil wire was assumed to be occurred upon removal of the guidewire from the anatomy. There was no indication of product deficiency. Although no adverse effects were reported, it could have cause patient harm if this were to recur, thus this malfunction was considered reportable. When the device was returned to the manufacturer, reportable malfunction was recognized; therefore, the date the manufacturer became aware was considered the date the device returned. The IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a pci to treat a heavily calcified cto lesion in the rca #3, two 0.014 inch guidewires were used one by one under support of a concomitant catheter in attempts to cross the lesion but failed. The subject guidewire was then used in the third attempt and when it reached to the lesion, damage on its coils was noted. When it was removed from the anatomy, the coil wire was found elongated. The guidewire was exchanged to another and the procedure was resumed; however, the lesion calcification was so heavy that the new guidewire could not cross the lesion. The procedure was intermittent. There was no device fragment left in the anatomy and no remedial action was taken against the coil wire damage.